Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed unbalanced gravity loads on the master tool manipulators of the surgeon side console. The fse performed mechanical adjustments to the surgeon side console to resolve the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Gravity compensation calibration was performed, but the symptoms were the same, and calibration was performed by adding weight to the position movement and elbow axis, but the symptoms were the same. The corresponding symptoms were not followed between left and right master tool manipulator (mtm) swaps. It was confirmed that symptoms were alleviated by adjusting the height of the rear wheel of the console. The system was tested and verified as ready for use.

Event description:
It was reported that a customer informed the intuitive surgical, inc. (Isi) field service engineer that the master tool manipulator (mtm) was drifting during head-out from the high resolution stereo viewer (hrsv). No information was provided about which mtm was affected. The procedure was completed with no reports of patient injury. Isi contacted the customer and obtained the following information: the issue was identified during the procedure. The operation was finished robotically with no conversion or additional ports required.